Event description:
The event is reported as: the nebulizer has been leaking during medication treatments. The complaint alleges that the tubing pops off the bottom of the nebulizer cup during treatment. No pt injury reported.

Manufacturer narrative:
The results of the investigation are not available at the time of this report.